Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: it was initially reported that the implantation date is (B)(6) 2009. New information states that the implantation date is (B)(6) 2009. It was initially reported that the explantation date is 01/01/2016. New information states that the explantation date is (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent breast prostheses implantation with mentor smooth round moderate profile 375 cc saline breast prostheses on an unknown date for unknown indication developed chronic fatigue, hypothyroidism and other unspecified symptoms. As a result, the patient underwent bilateral explantation in 2016. Upon removal of the prostheses, it was noticeable that they had leaked. It was reported that many of the symptoms disappeared after explantation but some still remain like hypothyroidism and chronic fatigue. This medwatch report is for the right breast prosthesis.